Event description:
It was reported that patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. Patient had no consequences.